Event description:
Treatment of a left ica (internal carotid artery) multi lobed, wide necked aneurysm measuring 10mm. During the pipeline deployment, it was reported that the stent was corked and pulled proximally because it was deployed 4mm too distal of the aneurysm. The pipeline was moved proximally to the desired area, but the distal pushwire with capture coil fractured when the physician attempted to uncork it and advance the pushwire. The pipeline was successfully implanted in the patient; however, the broken distal pushwire with capture coil migrated to the ica (internal carotid artery) terminus. After some failed attempts to snare the distal broken pushwire segment, a decision was made to pin the broken segment to the vessel wall with another pipeline with only 5-10mm of the tip coil uncovered by the pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The proximal broken segment of the pushwire was returned for evaluation and cross sectional analysis of the break point indicated that the failure of the pushwire occurred due to torsional overload. Pushwire separation. (B)(4).